Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a swelling in their arm and suspected thrombus since the implant of their implantable pulse generator (ipg) approximately three weeks earlier. It was also reported that the right atrial (ra) lead exhibited high thresholds, diminished sensing of p waves and potential under-sensing. The patient was scheduled for a ra lead revision. No further patient complications have been reported as a result of this event.